Event description:
During difficult implant, after subclavian stick, pt coughing frothy blood, possible pulmonary edema although source of bleeding could not be verified via bronchoscopy. Pt now on ventilator and chest tube inserted. System returned 8/15 w/only apparent fracture of 4024 noted.